Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is not starting up correctly sometimes during testing. The device was not in use at the time of the pairing, and there was no impact to the patient.